Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist dialed into the server and checked the patient details using the provided ephi link and found two profiles that is admitted and temporary. The temporary patient profile had already expired. Reviewed synchronization information 2.0 under settings and confirmed that the station's last upload and download times were current. Checked the station data synchronization logs and found no errors. Searched for the patient details using the provided visit identity on the station and the profile was found and recieved no response from the customer. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over, which located on plconipx5s. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.